Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced a hyperglycemia episode and fainted. Caller stated her blood glucose reading was 450 mg/dl on her meter. Caller reported being hospitalized and treated with IV fluids and unknown medication. Caller alleges the pump did not work properly. Requested return of the alleged device for evaluation and replacement was sent.